Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit shuts down during a case. There was no report of patient injury.

Manufacturer narrative:
The customer has not accepted service request. No further information regarding repair available.